Event description:
It was reported that 3 bd saf-t-intima¿ safety systems with removable prn had a defective catheter and leaked. The following information was provided by the initial reporter: "after puncturing, there was leakage at the catheter tube."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the 1 photo and 1 video submitted for evaluation. The reported issue was not confirmed upon inspection of the photo and video. Though the supplied video does shows the product tubing leaking, it was not possible to observe any damage which could be causing the leakage. To confirm this defect and determine a possible manufacturing root cause, the sample would need to be returned for a full analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 bd saf-t-intima¿ safety systems with removable prn had a defective catheter and leaked. The following information was provided by the initial reporter: "after puncturing, there was leakage at the catheter tube."